Event description:
It was reported that the patient was intubated normally on a thyroidectomy. Impedance check at first showed red on both channel 1 and 2. Following manipulation of the tube, channel 2 turned green, but channel 1 remained red. The health care professional had the impression that the tube did not work correctly. The patient was extubated and re-intubated with another tube of same size and type. After re-intubation, everything worked perfectly. There was 45 minutes delay. There was no patient impact. The procedure was completed with backup product(s)

Manufacturer narrative:
H3: product analysis confirmed that visually, there was no damage in the construction of the device that would have resulted in the reported ev ent. Under magnification, no cracks were observed in the electrode contacts. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 75.1 ohms (blue), 22.5 ohms (blue with white stripe), 20.8 ohms (red), and 54.5 ohms (red with white stripe), in which all electrodes were within specification. A syringe was used to inject 15cc of air into the cuff balloon and the cuff inflated and deflated with no issues. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.